Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
Additional information was received indicating that the product problem occurred during patient use. No further information was provided.

Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was visible contamination around the plunger case seal, and the plunger head was filled with contamination. A force sensor test and a plunger sensor failure was found in the device's event history log. The device was tested by the power up process, checked and tested the force sensor. The force sensor was found to be out of specification due to the contamination in the plunger head. The issue is due to customer damage. The analyst replaced the entire plunger head assembly, including plunger cable and plunger tube. Performed preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that the medfusion 3500 pump failed the force sensor test. There were no adverse events reported.